Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that 3 months before the report the patient had to go to their doctor¿s office for a checkup and they did not know that their device wasnot working at the time. The patient stated that they often went to the bathroom to urinate. The patient reported that when their device was checked it needed to be turned on. It was noted that everything was working well at the time of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that causes of the device not working and being off were not determined. It was reported that a representative turned the device on and instructed the patient to resolve the issue. No further complications were reported.